Manufacturer narrative:
A sample product was not returned or analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was not used due to it being scratched as it was pushed out of the preloaded injector. There was no reported patient impact. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed dried in the device. There appears to be dried blood at the tip. The plunger has been retracted to mid-nozzle. The posterior left side of the device has a long aneurysm that begins prior to the fill line and progresses through the wound guard then toward the tip. The aneurysm become split at the tip. The iol was returned posterior surface up, adhered in solution to an iol identification label from the packaging components of package. Solution and what appears to be dried blood was observed on the lens. One haptic is broken in the gusset area (returned adhered under the optic on the label). The optic is broken. Only one large optic portion was returned. This portion contains the other haptic. A qualified viscoelastic was indicated. The scratch damage was observed. The product investigation could not identify a root cause. The posterior of the device has a long aneurysm progressing into split tip damage. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the bottom of the nozzle started in the thick wall cone area of the nozzle. The damage extended through the thick would guard area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. The damage to the lens and to the device suggests that the lens may not have been in the correct position for advancement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon verified that the inserter scratched the lens and there was no patient harm. Another lens was implanted during the surgery.